Event description:
Plasma-lyte a IV solution was put into the kit instead of a lactated ringers IV solution. It has been reported one patient received the infusion in error with no untoward or residual effects.

Manufacturer narrative:
The entire material process flow was reviewed for potential causes and identification of preventive actions. The result of this review indicated the potential root cause was either a receiving or stocking error. A supplier component verification process is in place requiring an incoming inspection upon component receipt for drug items. If the product was labeled incorrectly by the vendor at the receipt, this issue would not have been detected by qa or receiving since the boxes are not opened at the receiving dock. A verification is also required when the material is stocked; however, it may have been possible for one box to have been improperly stocked. When this component is picked for the order in the warehouse, the picker is required to verify the correct component and should have detected the error if the component was received or stocked improperly. A final verification is in place in pbds assembly for a confirmation of one component from each vendor box by the (B)(6) production team. This confirmation was either not performed or an error was made during the inspection.